Event description:
Eight months after undergoing a (pci) percutaneous coronary intervention, the patient returned with and 60% occlusion of a lesion located in mid right coronary artery. The lesions were without thrombus, and the timi flow was three. The lesions were treated with angioplasty, and after the procedure, the patient recovered.